Event description:
Information received reported that the pt was very corpulent and was 1.62 meters tall. The pt underwent stimulator replacement surgery for normal battery depletion. During surgery, the physician removed 5 kilograms of fat from the abdominal area and a "big wound surface" was created. The pain pump was also repositioned during this surgery. Due to infection both the ins and the pump were explanted. As of (B)(6) 2010, the pt remained in the hospital due to the infection. Additional information received reports the stimulator was completely depleted one day after implant. A medtronic representative recharged the device for one hour and the telemetry showed impedance of 50 ohms. Pt was told not to use the device and was still not using the device at the time of explant. It is unk if the devices will be re-implanted but if so, the earliest would be in half a years time. Reference MFR report # 3007566237201010108 (pump MDR).

Manufacturer narrative:
(B)(4).